Manufacturer narrative:
No product malfunction was reported, no product information was provided and no product was returned for evaluation. Additionally no radiographs or images have been provided so the complaint could not be confirmed. No nuvasive product sales could be identified for the reported may 02, 2022 index placement procedure so we are unable to confirm nuvasive devices. The root cause of the reported unrelieved pain and loss of range motion could not be determined, although considering the patients history of repeated spinal disease procedures with reported complications as well as associated surgical trauma including periods of restricted motion as likely cause and contributors. No product manufacturer, material or lot information was provided so a manufacturing review could not be completed nor could any labeling be properly referenced. No additional investigation can be completed at this time should additional information be received a follow up with be completed. Remains in-situ.

Event description:
On (B)(6) 2022 an MRI was completed due to continued shoulder pain and limited mobility where the patient was identified with "frozen shoulder" requiring physical therapy. On (B)(6), 2022 a shoulder dilation procedure was completed followed by 4 weeks of physical therapy but only regained 80 % mobility. Surgeon continuing to monitor.